Event description:
The customer reported that monitor units can be incorrect when following a specific workflow in monaco.

Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Manufacturer narrative:
H4 updated. H11 updated: the customer reported that monitor units can be incorrect when following a specific workflow in monaco. An investigation was attempted by conducting an evaluation of the product and the reported information. Attempts were made to reproduce the issue using a test patient, but no issue was found. The customer was unable to provide additional information as the original data for the plan is no longer available and there was insufficient information to enable the problem to be reproduced. Therefore, because the issue could not be reproduced it was not possible to determine if a malfunction occurred with the product. The customer has not experienced this issue again since the original incident on (B)(6) 2025. As this issue was identified before clinical use during the planning phase there was no patient mistreatment.